Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with a complete pump reset, and after the reset, the error code did not reappear. The caller successfully initiated a new sensor session, resolving the issue.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.